Event description:
It was reported that far r wave oversensing leading to an inappropriate automatic mode switch was observed on the right atrial (ra) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.